Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2013 due to pain, discomfort and poly wear.

Manufacturer narrative:
Evaluation of the explanted device found evidence of load causing exhibited wear that could have been from unknown human factors or possible incorrect part match and fitting. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."